Event description:
It was reported to philips that the system's geometry movement were stuck. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed since the geometry could still move. The philips field service engineer (fse) inspected the system onsite and confirmed that the system¿s geometry movements was stuck. To resolve the issue, fse cleaned the c arm rail. After repair, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.